Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient had a pump implant that was originally filled with normal saline; six weeks after implant, it was filled with prialt. Since the time that the prialt was stated, the patient had experienced the following symptoms: strange sensation in his mouth, problems with urination and hallucinations "of live bugs being in his mouth." The patient's wife had stated that her husband had eight teeth extracted in (B) (6) 2008 as a result of the symptom and that she had taken her husband to a physician many times regarding the mouth issues. She stated that her husband's symptoms became more severe after a pump refill on (B) (6) 2010. The patient was seen by a physician and the dosage was decreased on (B) (6) 2010 to see if that would help with the symptoms. A primary physician admitted the patient on (B) (6) 2010. The drug was removed from the patient's pump on (B) (6) 2010 by another doctor under the direction of the patient's managing physician. The patient had been hospitalized for two weeks with psychotic episodes. The patient's wife stated that he had used scissors and "other things" to get the "bugs" out of his mouth; she stated that he was suicidal. The patient's physician felt that the patient's symptoms were not related to the prialt that was in the patient's pump. The physician stated that the patient had an underlying history and that they did not know anything about the suicidal ideations that the patient had experienced.